Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. A sample was received at the manufacturing site for evaluation. Th investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported explantation of an intraocular lens (iol). The patient reported blurred vision. Patient intolerant with vision was the clinical reason for explantation. It was noted during follow-up that in the surgeon's opinion, the iol did not contribute to the event. The patient was intolerant to the lens.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens was cleaned. Scratches are observed on both the anterior and posterior sides of the optic. A small spilt is observed on the edge of the optic near the haptic optic junction. Associated products were not provided. It is unknown if qualified products were used. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. The manufacturer internal reference number is: (B)(4).